Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
Rp.(B)(4) - the dentist reported that, 1 year and 7 months after the dental implant was installed in intraoral region #25; its non- osseointegration was observed. Forty five ncm of primary stability was achieved and immediate load was performed. The patient presented bone type I.